Event description:
On (B)(6) 2013, the pt underwent a trial procedure. The pt experienced discomfort (due to stenosis) while the doctor attempted to advance the lead. Due to the stenosis, the doctor experienced difficulty advancing the lead. The doctor attempted to give the pt local anesthesia, but the pt began kicking and moving on the table. As a result, the procedure was abandoned. Post-op, the pt had no complications.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.